Event description:
Event description boston scientific received information that the patient implanted with this implantable pacemaker experienced a syncopal event. The cause of this episode was not identified. A subsequent device interrogation was unsuccessful, as communication could not be established, despite troubleshooting. The last successful interrogation reported occurred approximately three months prior. The battery gauge at that time was nearing elective replacement indicated (eri). Additional information provided indicates that the pacemaker was pacing at the programmed rate of 70bpm during the second follow-up, at the time of the unsuccessful interrogation. The pacemaker was explanted and will be returned for laboratory analysis.